Manufacturer narrative:
The complainant reported that one screwdriver's distal tip fractured during surgery. There were no reported patient complications. A visual assessment of the returned driver showed an instrument with repeated use, as identified by surface scratches, worn laser markings, and surface staining. The misshaped tip indicated a screw was being driven (clockwise rotation) when the distal tip was broken. There was a scratch through the tin coating observed on the retention arm. The enlarged tip of the retention arm was fractured and not present. It was confirmed that the broken distal portion of the driver was recovered however, it was discarded at the facility after the procedure was finished. The device met all required specifications prior to being released to distributable inventory on 05/03/2012. The tip of a screwdriver could break if there were excessive force applied to the instrument or if the patient had unusually dense bone. Dense patient bone creates increased resistance to the instruments being used in the procedure, which may contribute to the distal tip of the screwdriver breaking. In step 6-drilling of the surgical technique guide, it states that "the system is designed to be used with the self-drilling screws provided. Self-drilling screws preserve cancellous bone for screw purchase and generally result in improved screw fixation compared with drilled screws. In cases where there is unusually hard bone present, drilling can be performed." It may be possible that the drilling and tapping steps that may be appropriate for patients with dense bone, were not performed in an effort to preserve cancellous bone for screw purchase.

Event description:
The complainant reported that one screwdriver's distal tip fractured during surgery. There were no reported patient complications.